Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 507 mg/dl at the time of incident and current blood glucose level was 282 mg/dl. Customer treated with syringes. Customer states they had diabetic ketoacidosis twice. Customer states that drive support cap appears to be normal but slightly indented. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Insulin pump failed seating test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.